Event description:
It was reported by service report that there was no power to the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: power supply board.